Manufacturer narrative:
Device received with blank display, problem isolated to lcd board. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify frozen screen, button/keypad anomaly due to blank display. No damage/unlocked lcd keypad connector during visual inspection noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump display was frozen. Customer's blood glucose level was unknown. Customer also stated that the buttons are working on the pump, but that the alert was not clearing after pressing esc then act. It was also stated that the insulin pump time was advances. The customer was advised that the insulin pump will need to be replaced and to revert to back up plan per health care professional instructions until replacement arrives. The device will be returned for analysis.